Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The subject device was not returned to omsc, the exact cause of the failure of the circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because about 6 years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the subject device could not turned on due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image was not displayed/was not displayed intermittently on the subject device. There was no report of patient injury associated with the event.